Event description:
It was reported that the trek rx dilatation catheter was successfully used to treat a 99%, in-stent restenosis in the right superficial femoral artery. Reportedly, the trek rx balloon was fully deflated; during removal, the dilatation catheter became stuck in the 6 french sheath and the balloon separated from the shaft. The separated balloon segment was successfully snared out of the patient. There were no adverse patient sequelae and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Additional information: lot number. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.